Event description:
It was reported the patient experienced a surging sensation around retail theft detectors. Ten days later, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09nax, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).